Event description:
It was reported that the device would not charge the selected energy to provide defibrillation therapy. There was no report of any pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control evaluated the device and verified the reported failure. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.